Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that ¿power midline leaking from insertion site. Clinician states ¿insertion was atraumatic and no issues when leaving the hospital but patient returned to the hospital with ¿leaking¿. The duration required has been 10 days and it sat at 15cm at the skin so the secur-a-cath can be used.¿ additional information received 31 aug 2023: it was reported patient developed thrombus. Additional information received 5 sep 2023: it was reported patient received additional medical intervention to treat dvt. Patient received an ultrasound, oral medication (rivaroxaban or dabigatran) for 6 weeks to 3 months, and PICC line inserted. Patient is doing fine. Based off of the information provided by the customer, it is unclear which medication was given or for what duration.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that power midline is leaking from insertion site. Clinician says "insertion was reported as atraumatic and no issues when leaving the hospital but patient returned to the hospital with "leaking". The duration required has been 10 days to 4 weeks and the device was securacathed. The device is sitting at either 15cm or 17cm at the skin so the securacath can be used. We follow the same insertion process as we do with the PICC's.". Additional information received on 31 aug 2023: patient developed thrombus. The clinician is only speculating on the link between thrombus & leakage so I don¿t think we can exclude the bd product as a causative factor. Additional information received on 05 sep 2023: patient was offered and receiving additional medical intervention to treat the dvt. Patient was ultra-sounded and then commenced on either dabigatran or rivaroxaban for 6weeks to 3 months. One patient declined the medication. Patients is doing fine and has commenced on oral antibiotics.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that power midline is leaking from insertion site. Clinician says "insertion was reported as atraumatic and no issues when leaving the hospital but patient returned to the hospital with "leaking". The duration required has been 10 days to 4 weeks and the device was securacathed. The device is sitting at either 15cm or 17cm at the skin so the securacath can be used. We follow the same insertion process as we do with the PICC's". Additional information received on (B)(6) 2023: patient developed thrombus. The clinician is only speculating on the link between thrombus & leakage so I don¿t think we can exclude the bd product as a causative factor. Additional information received on (B)(6) 2023: patient was offered and receiving additional medical intervention to treat the dvt. Patient was ultra-sounded and then commenced on either dabigatran or rivaroxaban for 6 weeks to 3 months. One patient declined the medication. Patients is doing fine, and has commenced on oral antibiotics.